Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The hospital reported via phone call that the customer was in emergency room on an unknown date due to hyperglycemia with an unknown blood glucose level. They did not mention any symptom or treatment related to high blood glucose level. They also mentioned that the part of the insulin pump where it holds the battery had a crack. The insulin pump will not be returned for analysis.